Event description:
Caller reported a potential false positive troponin I (tni) result on triage cardio profiler test. Pt presented self at ed and was worked up to include cardiac markers. Initial sample drawn and run in ed using triage test. Since md did not believe the results, a second sample was sent to lab and run on access. An hour later, another sample was drawn and ran in ed.

Manufacturer narrative:
Insufficient info was provided to perform an investigation (missing lot number). Complaint will continue to be trended.